Manufacturer narrative:
This event was reported via medwatch form report# (B)(4). The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a MRI breast biopsy, the probe allegedly experienced resistance during the second around the clock sampling sequence. The probe was removed from the patient and the distal portion including the sample aperture of the probe was detached in the patient. The detached piece was removed with forceps. Another probe was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there is no indication that the reported event is manufacturing related. Visual inspection:the probe was returned used. The distal portions the needle and cutter were returned detached, with the detached cutter component returned inside of the detached cannula component. Upon further inspection, the detachments were found at the weld joint. The detached cutter was returned 90% closed within the aperture. The sample chamber, vacuum tubing and saline cap were not returned. No damage was identified to the rear housing. No other anomalies were noted. Scanning electron microscope (sem) analysis: the detached components were sent for sem imaging of the weld surfaces. The results of the sem analysis concluded that the fractures of the cannula and cutter were the result of incomplete welding of the two halves. The fractures showed only partial penetration of the weld bead unlike exemplar welds which showed full weld penetration. X-ray: the probe was examined via x-ray imaging. The image shows both of the front stops to be intact on the front housing. Functional/performance evaluation: due to the conditions of the returned probe, functional testing could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: three electronic photos were received and reviewed. The first and second photos show the distal end of an encor MRI probe laying on a white cloth. The distal tip and cutter are detached and laying next to the probe. The third photo shows the detached aperture and cutter, next to the product label. Based on the photo returned, the detached components can be confirmed. Conclusion:based on the returned sample condition, photo review, and sem analysis, the investigation is confirmed for the reported detachment as cutter and cannula were both found to be detached at their respective weld joints. Based on the evaluation results, it was determined that the reported detachment was supplier related, due to inadequate weld penetration of the components. Labeling review: the current instructions for use states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.